Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address patella crepitus/painful knee. Revised to larger insert. No additional information available. Update sep 12, 2017 records reviewed. Added unknown femur and patella components to address the reported patella crepitus. Complaint updated on: oct 10, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.